Manufacturer narrative:
Concomitant medical products: dtbb2d1 device, implanted: (B)(6) 2014; 7122 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received physician-described inappropriate therapy due to supra ventricular tachycardia (svt) being detected as ventricular tachycardia (vt)/ventricular fibrillation (vf) and treated. During review of the transmission, atrial undersensing was also identified due to the atrial sensitivity programming. Reprogramming was discussed, however, not confirmed at this time. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient was seen and atrial sensitivity was reprogrammed. The device and ra lead remain in use and the patient continues to be monitored via follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.